Event description:
It was reported that an asymptomatic patient presented via a merlin@home transmission. The device was post-paced t-wave oversensing. Programming changes were made and no more issues have been observed.

Manufacturer narrative:
(B)(4).